Manufacturer narrative:
Visual analysis was performed on the returned unit. The reported partial deployment was not confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the difficulties appear to be due to procedural related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat restenosis in the right superficial femoral artery (sfa) that was 20% stenosed. The distal side of the sfa was pre-dilated with a 6x130mm non-abbott balloon dilatation catheter. A 6.5x150mm supera stent was deployed from the middle to the distal side of the sfa. Per the physician, the deployment was completed smoothly. During removal of the delivery system, it was noted that the stent had been partially deployed in the guiding catheter. It was confirmed via cineangiography that while moving the guiding catheter, the stent moved proximal from the target area. The stent and delivery system were retrieve with the guiding catheter as a single unit. A 7x120mm and a 7x80mm non-abbott stents were successfully deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat restenosis in the right superficial femoral artery (sfa) that was 20% stenosed. The distal side of the sfa was pre-dilated with a 6 x 130 mm non-abbott balloon dilatation catheter. A 6.5 x 150 mm supera stent was deployed from the middle to the distal side of the sfa. Per the physician, the deployment was completed smoothly. During removal of the delivery system, it was noted that the stent had been partially deployed in the guiding catheter. It was confirmed via cineangiography that while moving the guiding catheter, the stent moved proximal from the target area. The stent and delivery system were retrieve with the guiding catheter as a single unit. A 7 x 120 mm and a 7 x 80 mm non-abbott stents were successfully deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.